Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump had scratch on screen and screen was difficult to read. Customer states they successfully change basal rates of the insulin pump. The device will not be returned for analysis.